Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: aorta/vertebra perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta/vertebra perforation does not change the previous investigation results for vena cava perforation. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter cone position: below the renal veins." "Filter tilt: yes." "Filter penetration: yes." "The filter is tilted anterior with its proximal cone on the ivc wall." "The anterior strut penetrates 6 mm through the ivc wall." "The left strut penetrates 6 mm through the ivc wall. It penetrates into the aorta." "The posterior strut penetrates 8 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes." "The right strut penetrates 5 mm through the ivc wall."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fear. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008. Patient is alleging tilt, vena cava perforation. The patient "fear that the filter might cause further damage as it has not yet been removed." Patient allegedly received an implant on (B)(6) 2008 due to blood clot prophylaxis. Patient is alleging tilt, vena cava perforation. The patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed." Per computed tomography (CT) report, "the inferior vena cava placement is below the renal veins and extends down to the inferior aspect of the inferior vena cava." "Abnormal greater than 15 degree tilting of the filter which limits the ability to trap lower extremity thrombus: absent. Asymmetric deployment of the filter prongs: absent. Inferior vena cava filter prongs significantly extending beyond the inferior vena cava wall and abutting the abdominal aorta wall or extending into right psoas muscle: present. Circumaortic lef renal vein below the level over the inferior vena cava placement: absent. Inferior vena cava thrombosis: not imaged. Right-sided heart thrombosis: not imaged. Pulmonary embolism: not imaged. Abnormal penetration into the abdominal aorta: absent. Abnormal penetration into the abdominal aorta with associated small pseudoaneurysm, hemorrhage or fistula formation: absent. Abnormal penetration into the vertebral body with or without osteolysis: absent. Abnormal fragmentation of the filter with proximal mobilization of fragments: absent".

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008. Approximately 11 years later it was noted that multiple filter prongs had extended beyond the ivc and were abutting the abdominal aorta wall or extending into right psoas muscle. It was also noted that the filter had tilted greater than 15 degrees. Hospital and medical records have been requested, but not yet provided.